Event description:
It was reported that the pump was alarming no disposable clamp tubing. The patient was instructed to stop and restart the pump. The pump continued to alarm. No additional troubleshooting was done. The patient was in the waiting room waiting for their appointment. The patient was instructed to turn the pump off. No further assistance was needed. No patient injury was reported.

Manufacturer narrative:
A device history record review was not conducted based upon review of the information provided by the customer as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 6500.